Manufacturer narrative:
12- intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint. The small grasping retractor instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was missing from clevis. The root cause of the broken pitch cable was attributed to a component failure. Failure analysis also found additional findings not reported by the site. The instrument was found to have the proximal clevis pin with improper swaging. No pieces appeared to be missing. The root cause of the improperly swaged clevis pin is attributed to manufacturing. The instrument was found to have various scratch marks with light material removed on the main tube. The scratch marks were 0.096¿ - 0.117 in length and were not aligned with the tube axis. This failure is most commonly caused by mishandling/misuse. A site history review was performed and no related complaints were found for this product. A review of system logs showed that the small grasping retractor was last used on system number sk1386 on (B)(6) 2020 and it had 4 lives remaining. No image or video was provided for review. Based on the information provided at this time, this complaint is being classified as a reportable malfunction event due to the following conclusion: the small grasping retractor instrument is designed with two pitch cables, each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. Although no patient harm was reported, if the issue were to recur, it could potentially result in an adverse event. Blank MDR fields: follow-up was attempted, but the patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section is not applicable. Field implant date is not applicable because the product is not implantable. Field is blank because it is unknown if the initial reporter submitted a report to the FDA. Field recall (if recall number is given) is not applicable.

Event description:
It was reported that during a da vinci assisted surgical procedure, the small grasping retractor instrument was found to have a loose cord. The procedure was completed and there was no patient injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.